Event description:
Customer reported he received a no delivery alarm. Customer removed the battery and stated that the insulin pump is requesting to rewind and customer could not get to other options in the menu. No delivery alarm was found in the alarm history. Customer then stated that the alarm was because the reservoir was completely out of insulin. Customer was advised that since the reservoir was empty the insulin pump will not allow him to access the menu options and he had to rewind the device. Blood glucose value is 155 mg/dl. No troubleshoot performed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.